Event description:
It was reported that the monitor fell towards the incubator on its own and was caught by the mother of the child, who sat next to the incubator. The mounting of the pedestal broke down. There was no pt injury reported. (B)(4).

Manufacturer narrative:
MDR 1220063-2013-00045 initially pertained to only 1 serial number to the reported issue. During investigation, a record serial number was discovered. This unit had a date code of 2007. It was provided for investigation and sent to the supplier for root cause analysis. The supplier determined the root cause of the affected monitor base to be insufficient load capacity to sustain weight of the monitor for a long period of time. Structural modifications to the base were made in 2009 and no other weight bearing failures have been reported since these modifications were applied in over (B)(4) delivered units. Draeger assessed the risk for the reported issue and determined that there are no new or revised risks. The mechanical design exceeds stress and weight expectations and was designed to meet ul and iec safety standards. No actions at this time. Draeger will continue to monitor for similar reports of this issue.